Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up the physician found episodes of automatic mode switching due to far field oversensing. The device was reprogrammed. There were no adverse consequences to the patient.